Event description:
Trach vent dependent patient had a blue maintenance alarm, continue to ventilate. Company stated the vent could still be used and needed a software update. Home care went to update the software in the home and tested alarms and they did not work. Home care updated the vent and it still would not alarm despite alarm settings. Reported to the company and no good explanation. Therapy dates: (B)(6) 2025 - (B)(6) 2025. Diagnosis for use: bronchopulmonary dysplasia.